Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2011 with dyspnea. A ventricular lead perforation and moderate pericardial effusion were observed. A peri- cardiocentesis was performed. The right ventricular lead was removed and replaced on (B)(6) 2011. The patient was in stable condition when discharged from the catheterization laboratory.

Manufacturer narrative:
No medwatch form was received.